Event description:
The customer reported the unit had speaker issues and observed a technical fault. It was confirmed no sound came from the unit at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) interviewed the customer who requested that the speaker be exchanged due to the alleged malfunctions. The rse agreed with the customer since their issues had happened on several occasions. Rse ordered the customer a replacement speaker to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.